Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing and high rate non-sustained episodes. It was also reported that the rv lead exhibited a high number of short v-v intervals, noise, and had a possible fracture. The lead was programmed off and later capped and replaced. During the rv lead replacement procedure, it was noted that there was a left venous access obstruction and the physician elected to replace the device. No further patient complications have been reported as a result of this event.